Event description:
A hydrothermablator procedure set was used for a hydrothermablation procedure(age and weight unknown). According to the complaintant, at the seven minute point, there was a leak of saline into the vagina. It was noted that the cervix was patulous and the scope may have shifted position. A burn was observed on the right side of the vagina with tissue "sloughing off". The method of treatment was silvadine cream, the procedure was completed with the same device and there were no further complications reported with this event.

Manufacturer narrative:
Since no lot number was provided, a device history review was not performed. Additionally with no lot number, the expiration and manufacturing dates are not known.